Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.087 offset at the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the force bipolar instrument was inserted into the trocar a breakage was seen. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however no additional was available.